Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the tip cover accessory had a crack approximately 1 cm in the gray silicone area.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the monopolar curved scissors (mcs) instrument was bent and twisted and could not be straightened for removal. As a result, the instrument and cannula were removed together as one piece. No fragments fell inside the patient. The procedure was completed with a backup instrument of the same kind with no report of patient harm, adverse outcome or injury. Intuitive surgical (is) contacted the site and obtained the following additional/updated information regarding this event: the mcs instrument was visually tested and performed as intended up until the reported incident. The port incision did not have to be enlarged in order to remove the trocar with the instrument. No fragments fell inside the patient, but the mcs tip cover had a small crack. No arcing was observed during the procedure. The mcs tip cover was discarded. There was no collision observed during the case.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the monopolar curved scissors (mcs) instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Isi will not receive the mcs tip cover for evaluation as it was discarded following the procedure. A follow-up MDR will be submitted if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mcs tip cover accessory for failure analysis investigation. The accessory was analyzed and was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional related observation: the instrument was found to have a broken main tube at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the referenced monopolar curved scissors (mcs) tip cover accessory involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Isi has received the mcs instrument for failure analysis. Inspection identified that the proximal clevis dislodged. The dislodged proximal clevis remains attached to the main tube. Additionally, a broken main tube at the distal tip was also identified. No material on the mcs instrument was found missing.

Event description:
Refer to h10/h11 for follow-up information.